Event description:
The caller reported there was an occurrence where the tube's pilot balloon had malfunctioned. The tube had been pre tested and placed in the pt and the cuff deflated within a short period of time. A non-routine replacement of the tube was required. The tube was discarded.